Event description:
The manufacturer service technician reported that the foot plate was bent while it was being serviced at the user facility. There were no adverse consequences related to this event.

Event description:
The manufacturer service technician reported that the foot plate was bent while it was being serviced at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.